Event description:
A healthcare professional reported receiving inaccurate readings on their adc blood glucose meter. The healthcare professional reported comparing an adc meter reading of 414 mg/dl and 390 mg/dl to a lab result of 40 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell in the "e" zone showing the difference in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (6hbk1g) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.